Manufacturer narrative:
(B)(4). It's reasonable to conclude the femoral stem isn't the subject of ¿ and would not cause or contribute to, the reported serious injury of revision due to loosening of the cup component. It is also reasonable to attribute the patient¿s pain to the loosening and metal liner to metal head articulation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was stated that patient underwent revision surgery due to painful left hip and had her 56 asr cup and 49 femoral head ball removed. Cup was revised to a competitor's cup and depuy 28mm ts revision ceramic femoral head. Surgeon felt the asr cup had moderate fixation with fibrous ingrowth during its removal. No surgical delay. Loosening of the cup at the bone to implant interface. Doi: (B)(6) 2009. Dor: (B)(6) 2020; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : per wi-3430, review of the device history record is unlikely to add value to the complaint investigation regarding an allegation of pain.